Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that the sensor electrode was short when removed from the skin. The customer's blood glucose was unknown at the time of incident. Troubleshooting advised that the sensor would be replaced.